Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported but was further described as ¿possibly related to the solutions¿. On the same day as onset, the patient began treatment for the peritonitis with zidim vial (1.5 grams after the first application, once per day, route were not reported) and ¿sefazol¿ (cefazolin) (dose not reported, once a day, route were not reported). Five days after onset, zidim vial therapy was discontinued and the ¿sefazol¿ therapy was ongoing. It was reported that the patient had been trained on proper aseptic technique. At the time of this report, the peritonitis was resolving and the patient was recovering from the event. No further information was provided regarding whether the patient was hospitalized for the peritonitis or if extraneal/physioneal therapies were ongoing. No additional information is available.